Manufacturer narrative:
This report is submitted on december 27, 2021.

Event description:
Per the clinic, the patient experienced skin breakdown (specific date not reported) under the coil magnet and subsequently was treated with topical antibiotics (specific date and duration not reported).